Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer re-delivered correction boluses that were interrupted by the occlusion alarms leading to a low blood glucose (bg) level of 63 mg/dl. Juice was consumed to address the bg level. The past occlusion alarms were resolved by either resuming insulin deliveries or changing the infusion set and then resuming insulin deliveries. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.